Event description:
Follow-up revealed the patient's ipg was relocated via surgical intervention on (B)(6) 2018. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patients ipg migrated from its original location. In turn, surgical intervention may be undertaken to address the issue.